Event description:
Patient in ccu on intra aortic balloon - ruptured. Catheter removed. Physician at bedside, decided to see how patient would do without pump. Patient did well for six hours and then showed signs of heart failure, i.e.: increased shortness of breath; decreased cardiac output. Iabp needed to be reinserted. Patient's cardiac status was very unstable prior to iabp use and prognosis was guardeddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.